Event description:
An altitude alarm was reported for the pump, leading to the suspension of insulin. Customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support instructed the customer to clean the speaker holes and attempt troubleshooting steps such as reconnecting the cartridge, but insulin could not be resumed. Additional follow-up was planned for further troubleshooting.